Event description:
It was reported that the pump touchscreen was lagging and delayed in responding to touch inputs. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no additional information was received regarding the outcome of the event.